Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg became inoperable after not being charger for several months. As result, the ipg was replaced on (B)(6) 2020 and therapy restored post-operative.